Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery release and battery drawer were contaminated. Analysis also found the upper case was dented and contaminated. Lower case was dented, contaminated, and broken. Bail cover was broken and contaminated, main seal was broken, battery contacts were compressed, bails were bent, and lead flex cover was corroded. (B)(4).